Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm diameter fusiform shaped abdominal aortic aneurysm approximately (B)(6) months ago. The infra-renal neck angle was 25 degrees. The proximal aorta was 24 mm in diameter and 20 mm in length and distally it was 26 mm in diameter. The right iliac artery was 19 mm in diameter and the left iliac artery was 15 mm in diameter. The right and left femoral arteries were 8 and 7 mm in diameter respectively. The right iliac artery was mildly tortuous with 30% stenosis while the left iliac artery was moderately tortuosity with 40% stenosis. It was reported that one month post implant a type ii endoleak was discovered on a CT with contrast and left uncorrected. There was also a small seroma discovered on the left side during the same study. No intervention has been taken. This investigator assessed the event to be related to the study procedure, but not the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (type ii endoleak), inherent risk of procedure (seroma). Conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).